Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that when the target coil (subject device) was advanced into the hub of the sl-10 microcatheter, the assistant physician inserted the tip of the introducer sheath with force and the tip of the coil was broken . There were no reported clinical consequences to the patient

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, as per additional information indicated that no damage was noted to the device prior to use and the device was prepared as per dfu. It is most likely that the main coil break due to some handling issues or procedural factors encountered during use or preparation of the device as reported that force was applied during advancement of coil through introducer sheath which contributed to the reported event. Review and analysis of all available information failed to indicate an assignable cause or probable assignable cause for the reported event. Based on the information available the exact cause for the reported event cannot be determined

Event description:
It was reported that when the target coil (subject device) was advanced into the hub of the sl-10 microcatheter, the assistant physician inserted the tip of the introducer sheath with force and the tip of the coil was broken . There were no reported clinical consequences to the patient.